Manufacturer narrative:
Medical device type: jka, fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd vacutainer® push button blood collection sets experienced retraction issues with the device not retracting during use, and caused a serious injury in the form of a dirty needlestick to the health care professional. The following information was provided by the initial reporter: material no. 367342, batch no. 9029538. Verbiage, performing a blood collection in the patients left hand, after activating the butterfly needle safety device in the patient's hand, grabbed used supplies and felt a needle poke left index finger through glove. States that device did not activate properly. Per my interview with the phlebotomist: right index finger. Incomplete activation. Could not state if gauze affected the retraction.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. As there was no sample or photo available for evaluation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that an unspecified number of bd vacutainer® push button blood collection sets experienced retraction issues with the device not retracting during use, and caused a serious injury in the form of a dirty needlestick to the health care professional. The following information was provided by the initial reporter: material no. 367342, batch no. 9029538 verbiage, -performing a blood collection in the patients left hand, after activating the butterfly needle safety device in the patient's hand, grabbed used supplies and felt a needle poke left index finger through glove. States that device did not activate properly. Per my interview with the phlebtomist: right index finger incomplete activation could not state if gauze affected the retraction